Manufacturer narrative:
The device was received and evaluated. Investigation of the device found air bubble along with fluid inside the reservoir. But it did not contribute to any issue in pushing fluid out of the reservoir during fluid path test. The cause of the reported event could not be determined. The exposed portion of soft cannula was found to be kinked. During leak test, fluid was found leaking through a tear on the exposed portion of soft cannula, near where the formed needle tip rested. It could not be determined when this damage to soft cannula occurred. Pod download data did not show any signs of struggle or pulse width increase during pod operation that would indicate a failure to deliver insulin. Shelf mode current was measured to be higher than the specification limit. Inspection of the device along with the download data suggested that the high shelf mode current did not affect the device's functionality. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 15 mmol/l (270 mg/dl). The patient reported air bubbles in the reservoir while wearing the pod for 3 days.